Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Occupation = or manager. PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a ureteroscopy, the basket wires from an ncircle tipless stone extractor were laying flat, and the basket would not open while being tested prior to use. Another device of the same type was used to complete the procedure successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event description: as reported, during a ureteroscopy, the basket wires from an ncircle tipless stone extractor were laying flat, and the basket would not open while being tested prior to use. Another device of the same type was used to complete the procedure successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the documentation, including the complaint history, device history record, instructions for use (IFU), manufacturing instructions (mi) and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. A device failure analysis was conducted on the returned device. The product received in an opened pouch. There are multiple bends in the sheath and damage to the base of the basket formation where it has been pulled slightly from the sheath and possible charring. The loops at the top of the basket formation are also out of alignment. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for product lot records found 1 relevant non-conformance; all effected devices were scrapped. A lot history search found no other complaints had been reported for this lot. All devices are 100% inspected for proper operation. It was concluded that there was not sufficient evidence to indicate that nonconforming product exists in house or in field. Cook also reviewed product labeling. The product provides the following information to the user: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The information provided upon review of product labeling review, device master record and device history record, there was objective evidence that the DHR was fully executed, and no other lot related complaints had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in field. There is evidence the product was manufactured to specification. Cook confirmed the returned device was found to have a deformed basket as reported. The two loops at the distal end of the basket that hold the basket wires in place were not interlocked, resulting in the abnormal basket shape. It was also observed that there were multiple bends/kinks in the basket sheath. The observed damage to the device indicates it may have experienced excessive force during use, however, no information was known regarding device handling. Therefore the cause of the issue could not be conclusively determined. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.